Event description:
It was reported that there was undersensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during implant attempt, there was undersensing and an unusual bend or cant just proximal from the lead tip. This shape caused abnormal movement when screwed into tissue. It was also reported that there was undersensing on the chronic lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed. Upon analysis, it was reported that there were no anomalies found, there were cosmetic problems with the outer tubing overlay, and there was blood in/on the helix/lobe mechanism.